Event description:
It was reported that a depth gauge is broke. It is unknown as to how or when the breakage occured.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals the part was received with the tip broken off where the needle threads into the slider and the broken needle was returned. The fracture face on both parts is homogenous which indicates material uniformity. There is a band of red tape around both the protection sleeve and the slider handle and a piece of transparent tape around the slider body and handle. There is a large scrape on the flat face of the slider handle. All components including the protection sleeve were present. As noted previously, the thickness of the probe is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length is determined so the slider can measure screws up to 40 mm. The material of the probe is extra hard, which is an appropriate material for an instrument of this type. The returned device was manufactured in may 2006 and shows wear consistent with field use. To further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the slider and protects the needle when not in use. The sleeve was returned with this instrument but it cannot be determined if it was used as recommended. It is concluded that the design is adequate for the intended use. Therefore, there is nothing to indicate a design issue and this complaint is invalid. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.